Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module compared to a non-roche analyzer. Specific information about the non-roche analyzer used was requested but was not provided. The initial tsh result from the cobas e601 was 7 ¿iu/ml. This result was above the reference range of 0.27 ¿ 4.1 ¿iu/ml. The tsh result from the non-roche analyzer was 3 ¿iu/ml, the reference range not provided. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot and expiration date information was requested but was not provided. The customer stated that they found an issue with their pre-analytical process. From the information provided a general reagent issue can most likely be excluded. A specific root cause could not be determined. Additional information was requested but was not provided. The root cause is likely related to a preanalytical issue.